Manufacturer narrative:
This report was the result of a historic review based on company internal corrective & preventive action (B)(4).

Event description:
Healthcare provider reported they had button hole during lasik surgery; left (2nd) eye; surgery was aborted; patient will have prk in a few months. Disposable head ref. 19334/90 was discarded; sending m2 motors ref. 19326 and m2 rings ref. 19325/xx to moria for evaluation.